Event description:
The customer reported that during a sub-total gastrectomy, the device jaws would no longer open after sealing. Tissue around the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.